Event description:
It was reported that during service and repair pre-testing it was observed that the motor device had corrosion around the disconnect sleeve and nose tube, the swivel allowed for the complete rotation of the motor, and had a hand control failure. This event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. The assessment found that the device had corrosion around disconnect and nose tube. It was also observed that the swivel rotated 360 degrees, which damaged the wires and caused the hand control device to fail and not to function. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the corrosion was due to improper cleaning. It was determined that the swivel and the hand control device failure was due to excessive force while twisting the swivel until the stop pin broken. The assignable root cause was determined to be due to user error, abuse, and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.